Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient came to see surgeon follow her left knee arthroplasty, x-rays showed a subsided tibial component. Patient has another knee on the right side also attune. Primary was put in (B)(6) 2015. When tibial component was removed without effort there was no cement interface with the component was almost as clean as when it was opened originally. Patient consequence? :yes. Patient consequence description:patient needed a revision knee do to her aspectic loosening of her tibial component which cause subsidence of the tibial component. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.